Event description:
On (B)(6) 2012, a (B)(6) male patient underwent aaa repair. The patient's anatomical form was suitable for the procedure although thrombus was slightly observed in proximal neck. The procedure was performed as prescribed except the suprarenal stent was deployed before cannulation from the contralateral limb. However, in fact cannulation from the contralateral limb was not performed adequately since a wire guide was inserted out of the main body graft, and the right iliac leg graft was deployed without connecting to the main body. The converter was placed and the iliac plug was also placed in the right iliac leg graft to perform aorto-uni-iliac and femoral-to-femoral bypass surgery. It was confirmed blood flow from both side of femoral artery and the procedure was completed. Additional information was provided on (B)(6) 2012. The patient was discharged from the hospital on (B)(6) 2012. The diameter or aneurysm became shrinking. The patient is fine as of (B)(6) 2012.

Manufacturer narrative:
(B)(4) - deployed without connection is not specifically listed in the instructions for use. Event is still under investigation.